Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance values were identified during stage 1 intraoperative interrogation of the implanted system while the patient was under general anesthesia. No environmental, external, or patient-related contributing factors were identified. During troubleshooting, the extension was connected and reconnected to the implanted battery multiple times, and high impedances persisted. The lead and extension connection was then disconnected and reconnected, after which impedances were cleared except for one contact that remained elevated. The lead was tested independently and demonstrated normal impedance values. The extension was then reconnected to the lead and tested again using an extension test cable, at which time the same contact continued to show elevated impedance. The surgeon requested that a new extension be opened, and once the new extension was connected and tested, impedance values were found to be within normal range. The issue was resolved at the time of this report, and no additional information was expected from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.